Event description:
It was reported that during a coronary drug eluting stenting procedure, removal difficulties were encountered. Following deployment of the taxus express2 drug eluting stent, the physician had difficulty removing the balloon. No pt injuries or complications were reported. No add'l info is available at this time.